Manufacturer narrative:
Medical device was manufactured in accordance with our specifications. Root cause of the event could not be confirmed. This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Dr (B)(6) was revising for a problem of instability. When he opened the shoulder, he noticed a metallosis of the soft tissues around the metaphysis.